Event description:
The customer tested his blood glucose using his 2 contour meters and received readings of 297 and 125 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer ended the call before any additional information could be obtained. Attempts to contact the customer after the initial call were not successful. No product will be returned.

Manufacturer narrative:
The customer ended the call before meter information could be obtained. It's not possible to determine the manufacturer date or 510k number without product information. Attempts to call the customer back were not successful.